Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 7/31/2017 under authorization number (B)(4) for manufacturer abbott under registration number 2017865. Visual examination found no anomalies. Full analysis not needed.

Event description:
The initial medical device report was submitted via an alternative summary report on 7/31/2017 under authorization number (B)(4) for manufacturer abbott under registration number 2017865.